Event description:
Patients treated with rezum will not see any improvement. It was also noted that the patient started experiencing retrograde ejaculation. No further patient complications were reported. It was reported that the water vapor therapy treatment did not work, and the patient experienced pain and suffering. There was no therapeutic benefit experienced by the patient post procedure. Patient also started experiencing retrograde ejaculation. No additional information was provided.